Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Following decompression surgery, the facial nerve function has reportedly improved. The recipient will be medically monitored. This is the final report.

Manufacturer narrative:
The recipient's facial paralysis has reportedly improved slightly. The recipient is using the device without issue.

Event description:
The recipient reportedly experienced facial paralysis following initial implant surgery. The recipient underwent treatment, however, the issue did not resolve. On (B)(6) 2018, the recipient underwent facial nerve decompression surgery.